Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate device was manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A patient specific implant prescription form was received for patient's left elbow with reason for surgery: dislocation and notes: elbow bushings? Further information received from rep: his implant has pierced his skin. Proposed date of surgery is asap.